Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis was not inflating, a cylinder was perforated. The patient underwent surgery a month later, all components were removed and replaced. The specific device problem could not be identified. There were no reported patient complications.

Event description:
It was reported, that the patient visited the hospital, because his inflatable penile prosthesis was not inflating, a cylinder was perforated. The patient underwent surgery a month later, all components were removed and replaced. The specific device problem could not be identified. There were no reported patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined and leak tested. Both cylinders exhibited holes in the proximal end of the cylinders from a sharp instrument damage and tool marks. Which probably occurred, during the explant procedure. The pump was microscopically examined and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. In addition, the pump did not pass activation testing. Based on the information available and analysis results, the activation issues identified in the pump confirmed, the reported device inflation anomaly. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) is not inflating. A cylinder is perforated. The patient was scheduled for surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders exhibited holes in the proximal end of the cylinders from a sharp instrument damage and tool marks, which probably occurred during the explant procedure. The pump was microscopically examined and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. In addition, the pump did not pass the deflation and activation tests. Based on the information available and analysis results, the deflation and activation issues identified in the pump confirmed the reported device inflation anomaly. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis was not inflating, a cylinder was perforated. The patient underwent surgery a month later, all components were removed and replaced. The specific device problem could not be identified. There were no reported patient complications.